Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73e1500260 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time.

Event description:
The spring seems to be protruding on the device. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned applier revealed that the tab of the bottom jaw is bent outwards. The sample appears used as biological material is present on the jaws. No other defects or anomalies were observed, reference files pic_anp1900045627 for investigation photos. Functional inspection was performed by attempting to engage the trigger using hand pressure. Once the trigger was engaged, one clip attempted to load into the jaws. However, since the tab is bent outwards, there is nothing present to keep the clip in place during the loading process. As a result, the clips will not properly load into the jaws. The applier was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The IFU also instructs the end user, "always check the alignment of the applier jaws before use, otherwise, patient injury may other remarks: occur." A corrective action is not required at this time as the condition of the sample received and the time of discovery indicate that operational context caused or contributed to this event. The reported complaint of the clip stuck in the applier was confirmed based upon the sample received. The applier could not close clips as the tab of the bottom jaw was bent. As a result, clips could not properly load into the jaws. The applier was received with 8 clips remaining in the cartridge indicating that the end user fired 7 clips during use. The IFU for this product instructs the end user "always check the alignment of the applier jaws before use, otherwise, patient injury may occur." At the time of manufacturing assembly, the auto endo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the auto endo5 with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received and the time of discovery, operational context caused or contributed to this event.

Event description:
The spring seems to be protruding on the device. The patient's condition was reported as fine.